Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had low flows and on echo it showed papillary muscle was occluding the inflow and causing hypo-perfusion. The patient was taken back to the operating room and placed on bypass to evacuate papillary muscle that was occluding the inflow. The patient had to go on and off bypass twice to evacuate. The next day the patient was brought back for a centrimag for right heart support, temporary implantation of right ventricular assist device (rvad) . Unfortunately, the patient passed from multi organ failure. It was stated that the surgeon felt it was then multi organ failure and not pump related, once papillary muscle was evacuated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flows" could not be confirmed via log file analysis since the log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.